Event description:
It was reported that during the first 2 years after implantation, the patient successfully developed his hearing and language skills. After this period, recurrent episodes of otitis media started weakening the child's health and preventing the use of the speech processor. Two months ago supurative otisis lead to antibiotic treatment but with no positive result and the device was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.